Manufacturer narrative:
(B)(4). The events of vascular reaction, painful purplish reaction, serous fluid, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, patient details and product status has been requested. No additional information is available at this time device labeling: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® voluma¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported patient was injected by another physician with unspecified juvéderm® voluma¿. Patient developed an immediate reaction, "probably vascular, in the malar area, painful purplish reaction." Serous fluid appeared five days after injection. The patient was prescribed augmentin and was treated with hyaluronidase and symptoms disappeared, however there remains an erythema sequelae.